Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial#: unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported that patient tried to switch over to the opposite side, but their device was unplugged. Trial patient was advised to contact their healthcare professional (hcp) and that the manufacturer representative (rep) would be contacted for further assistance. More information was received with trial patient reporting they weren't having luck trying to get a hold of the hcp office. Trial patient was then advised that a note would be sent to the representatives. Trial patient was asking if they should go to the emergency room, and was informed they should contact their clinician and that it was at their discretion to go to the emergency room. On (B)(6) 2018, trial patient reported the lead had become detached. Further information received stating that wires dislodged and they re-plugged wires back into ens however it was still saying device not connecting. They called back stating that wires are still not showing as connected. They were going to call the hcp in the morning to see if they can resolve the issue. Trial patient walked through reattaching their lead but was unsuccessful. No further complications were reported or anticipated.